Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 317, 584, 372, 275 and 306mg/dl. Customer was comparing his true metrix meter with another meter (unknown brand) and he stated that result with the true metrix was more than 100 points higher; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 125-170mg/dl and expected pm fasting blood glucose test result range is 200-300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date not set): (B)(6)